Event description:
It was reported that this pacemaker had reverted to safety mode. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device has not been returned for analysis.